Manufacturer narrative:
Concomitant medical products: product ID: bi-500-01145 ,software version: (B)(4). An update was received from a manufacturer representative that they were able to recalibrate the system and there was no error found with issue to air alignment and long film imaging. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had an error that stated "image quality may be affected/ air alignment confidence is low". There was no patient involvement. An update was provided that the cause was unknown. It was reported that the 2d long film images did not look correct and the imaging quality was impacted.